Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would flicker. After the procedure, the biomedical engineer when evaluating the video baton confirmed the flickering image, but also observed that when the baton was flexed the image disappears entirely and the "plug in" symbol would appear. No harm to the patient or user was reported.

Manufacturer narrative:
Upon review of the device history for the serial number (B)(4) it was determined that the device was manufactured on march 14, 2018 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the device and the fact that there are no repairs available for the video baton the customer was advised to replace their glidescope avl video baton 3-4. The customer declined to have their video baton returned for evaluation and disposal. At this time, the cause of the reported issue could not be determined; however, it is likely that the age of the device, three (3) years and nine (9) months caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.